Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured loss of flow in the left superficial femoral artery with a "definite" relationship to the impella device used: ¿successful peripheral interventional revascularization of the proximal to mid left profunda femoris artery and left superficial femoral artery. After impella sheath removal and balloon tamponade there was now flow in the sfa (superficial femoral artery) requiring pta with 8mm armada balloon then flow was lost in the profunda requiring pta with 4.0mm coronary balloon. With good flow min both vessels at the end of procedure impella placed in the left common femoral artery, however distal flow in the lsfa was lost and impella/sheath were removed, and hemostasis achieved with balloon tamponade. Pta of the lsfa and left profunda were required to restore flow left sided impella due to hypotension post-pci that was removed due to vascular compromise and replaced with iabp on the right side¿.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The device was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Removed f6 and f8.